Event description:
Patient suffered burns on his skin near the two portals, lateral and anterolateral, both the size of 1 to 2cm x 3cm, on the epidermis and without blisters. Output 140w, the longest continuous use 30 seconds, used to hemostats and shrinkage of tissue. Blade in the portal was used almost parallel to the skin and close to portal. Burn was not treated, but pt is recovering.

Manufacturer narrative:
Corrective action (B) (4) has been opened related to a similar incident. Actions taken in this corrective action will mitigate the issues noted in this incident. (B) (4).